Manufacturer narrative:
(B)(4).

Event description:
The pt had a fall. The next day, the pump was programmed. On (B)(6) 2011, a critical pump alarm was occurring; telemetry confirmed the alarm. The pump was interrogated and it noted "pump has been stopped for 73:31". It appeared that the pump was programmed on (B)(6) 2011, but the telemetry did not seem to complete; it was noted that there were not 7 complete logs on the 23rd. They planned to reprogram the pump and were considering a dose adjustment because the pump had been off for 3 days. The device system was used to deliver morphine (5mg/ml) and bupivacaine (5 mg/ml). Additional info has been requested, a follow-up report will be sent if additional info becomes available.